Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture, baker grade iii". ""Leak of the current gel implant" observed during surgery. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This report is for the right side. Physician reported via op. Report "leak of the current gel implant was noted." The device has been explanted and replaced. Capsulotomy was performed.